Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance trend on the rv (right ventricular) lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 2015-11-14, ventricular sensing integrity counts up to 555; nonsustained ventricular tachycardia episodes with evidence of lead noise/oversensing. Beginning 2015-(B)(4) rv pacing impedance has been varying slightly up to 408 ohms and down to 336 ohms. The base line was 376-408. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and non-sustained tachycardia episodes that exhibited noise. Review of data confirmed pace/sense impedances exhibited some variability, then the trend began rising. The lead remains in use. No patient complications have been reported as a result of this event.